Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The bilaterally implanted user's hearing performance with the right-side device is affected. Speech discrimination is very poor compared to the left side. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Further checks are planned but no date has been scheduled yet.

Event description:
The bilaterally implanted user's hearing performance with the right-side device is affected. Speech discrimination is very poor compared to the left side. Further technical checks and medical intervention is considered.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the right-side device is affected. The speech discrimination is very poor compared to the left side. No accident or trauma is reported. The clinic disabled 5 channels that showed high impedances in 2018, afterwards the user could hear a difference compared to the contralateral side. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.